Event description:
It was reported by the customer that the device would not operate on battery power. There was no report of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure could not be duplicated. It was observed that the main pcb assembly powered on and off, and performed normally during testing.